Event description:
It was reported that the foot end pull handle would not release after squeezing and that the handle would not spring back. Reportedly, the screw on the linkage rod to the hinges at the left latch bar was too tight. The problem was corrected by loosening the screw. No injury reported.